Manufacturer narrative:
The given information about the implant from the user facility does not match the information about the implant as shown in the radiograph. The radiograph shows a smaller diameter and longer length implant. There are also additional radiographs where the usage of the instrument or accessory is perplexing. The user facility has not responded to the questions posed about the differences nor given an explanation to the radiographs.

Event description:
According to the dental office, there was a fractured implant with a crown. X-rays of the patient were shown as well as a picture of the fractured implant with abutment/crown.